Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the power manager in the system. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during field service installation, that the system's power manager light emitting diode (led) stayed red. Since the event occurred during installation, there was no pt involvement.